Event description:
It was reported, the patient was not receiving stimulation coverage for back pain. Reportedly the physician removed the lead and implanted a different model lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.